Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the harmonic ace instrument tip broke off and the instrument stopped working. A fragment fell into the patient. The single fragment was retrieved during the same procedure using a bowel grasper. No warning signs preceded the event. Post-operative imaging was not performed. There were no complications, and no further procedures were necessary.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis evaluation, and the instrument was found to have the blade broken at the base. A piece approximately 0.076" x 0.681" was found to be broken off. The broken piece of the blade was returned with the instrument; however, there may be additional missing pieces, and their size cannot be confirmed. Components adjacent to the broken blade did not show damage. Additional observation related to customer complaint: the instrument was placed on an in-house generator and failed the energy recognition test, and instrument generated message "replace instrument", attributed to the broken blade.